Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations, reasonably known information suggests probable causes of the alleged failure, light dim is due to environmental humidity problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofiberscope exhibited dim light due to dirty lenses. There was no patient involvement.